Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead had dislodged which resulted in inhibition, high thresholds, noise, oversensing and pacing impedance measurements greater than 2000 ohms. A revision procedure was performed and the lead was repositioned. Loss of capture at maximum device outputs was observed and a fracture was suspected. Therefore, a second revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to completed evaluation of this product. Additionally, the serial number has been corrected. No additional adverse patient effects were reported.